Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were sufficient to determine a root cause. The cause of the limb ischemia was most likely patient condition related. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
During support, it was reported that the patient did not have distal pulses. The device was going to be explanted and replaced with an impella 5.5. However, the patient died before the new device could be implanted. No further information is available. There is not enough information to exclude the impella device as an associated factor in the patient's demise.